Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Based on the report, the event was likely procedural rather than device related.

Event description:
It was reported to nevro that a patient had acquired an infection following a trial procedure. The patient was hospitalized and provided IV antibiotics. The device was explanted. Follow up report indicated that the infection had cleared.